Manufacturer narrative:
(B)(4). Investigation of the returned device found that the plunger, link, anterior needle, and both cuffs were not returned, which limited the scope of this investigation. Inspection of the device revealed an undisturbed posterior needle, indicating that it did not engage with the posterior cuff during needle deployment. Subsequently, when retracting the needle plunger, the suture could not be retrieved and this could appear very similar to the reported suture break. Because the original plunger was not returned, during testing, the proxy plunger was inserted to test the needle trajectory and push mandrel travel length and the results were acceptable. Based on the investigation findings, the probable root cause for the posterior cuff miss and subsequent failure to retrieve the suture is needle deflection due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. The needle trajectory of every device is checked twice during manufacturing. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure using a preclose technique in the common femoral artery before an abdominal aortic aneurysm procedure. Reportedly, during deployment, when the plunger was pulled out the suture broke. Another proglide was used and hemostasis was achieved. There was no reported adverse patient sequela. Though requested, no additional information was provided.